Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008k with burn and melting damage to valve 39. The report was made via on online forum for renal therapy. The damage was found when servicing the machine for a flow error that occurred during rinse and heat disinfection mode. There was no patient involvement reported with this event. As this was a social media complaint, specific machine information and user information was not provided, so due diligence attempts were not possible. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.